Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information received from the patient reported that they had their implantable neurostimulator (ins) battery inserted in (B)(6) 2016 and that it worked quite well. The patient reported that their ins turned off and they couldn¿t get it to turn on. This led to change of battery to the automatic charge. The patient stated that they called for a ¿tweaking¿ and a manufacturer representative turned off the ins but couldn¿t get it back on. It was noted that the patient got in touch with a different manufacturer representative who was able to connect the ins and get it charged. The patient reported that their ins was working and the stimulation was providing effective therapy for them. However, the patient stated that they had reservations as to the quality of the product due to the situation, and that they¿d be hesitant to recommend it.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that their new system was working better than their last one. It was reported that the patient was going to have an unrelated CT scan. The patient requested assistance in being shown how to decrease stimulation down to 0.0v and off for the future CT scan. During the call the patient was assisted in syncing the patient programmer to the implantable neurostimulator (ins). The patient turned stimulation back on as stimulation had been turned off for MRI mode. The patient reported that they had not felt stimulation during the call. The patient was walked through checking their settings. The patient had 2 programs that were both on 0.0v. The patient stated that they had not made any adjustments to turn their stimulation down to 0v. During the call when patient services was about to walk the patient through increasing each program until the patient felt stimulation, poor communication was encountered on the patient programmer. The patient used an antenna, but unplugging the antenna did not resolve the issue during the call. The patient stated that they knew how to sync the patient programmer to the ins and had their spouse helping. The patient stated that "MRI eligibility could not be determined by the programmer" was shown. It was speculated by patient services that the lead type may be contributing to the MRI eligibility not being determined. The patient stated that their stimulation was fine before they checked the MRI mode and adjusted stimulation for the CT scan. The patient reported that the no stimulation was sudden as of the troubleshooting over the call. The patient stated that they saw a screen that told them to change the patient programmer batteries as the screen indicated the programmer batteries were depleted. The patient switched to program 1 and 2; it was determined that the settings were at 0v. The patient increased both settings to the level she had them set to prior and reported not feeling stimulation. It was confirmed that stimulation was on. Settings were increased. The patient reported that they were starting to feel stimulation; however, it was very faint and on the right side only. The patient felt it in their hip but not in their leg. The patient mentioned that the device turned itself on. A manufacturer representative was contacted and stated that they would be getting in touch with the patient that day. The patient reported that the implant date was (B)(6) 2016; however, the provided implant date is prior to the manufacturing date of (B)(6) 2016.

Event description:
Additional information received from the patient reported that they had first experienced their ins turning itself on in (B)(6) 2016. They explained that a few months leading up to their ins turning itself on their charger was not working, and then decided to have their battery changed. The patient noted that the ins was still turning itself on. They also indicated they did not have a MRI, as their device is not compatible and they need a cat scan. The patient also noted that their stimulation was providing effective therapy for them, they explained that it seemed to be more effective than the original.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.